Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient presented to the emergency room two weeks following the initial implant of a pacemaker system. Intermittent loss of capture and a high threshold measurement were observed on this right ventricular (rv) lead. The patient was noted to be pace therapy dependent and greater than two seconds of syncope was observed. As a result, an rv lead revision was performed and following the procedure, the threshold measurement was noted to be appropriate. The threshold measured the day after the revision procedure was indicated to be the same appropriate value and normal device operation was noted. The rv lead remains in-service. No additional adverse patient effects were reported.